Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The device history record review for 1172260 is unavailable because batch records are only kept for seven years. Batch 3003283 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Qn review is not applicable for product design related complaints. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It has been reported that the syringe 10ml ll has been found missing label information before use. The following has been provided by the initial reporter: it was reported syringes were received without expiration. Per customer email: facility has been having multiple instances of not having an expiration date on their flush syringes. This is the third batch they have received without expiration. The lot #¿s involved include. Ref# (B)(4), lot# 3003283, ref# (B)(4), lot# 1172260.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3003283. Medical device expiration date: unknown. Device manufacture date: 2013-01-16. Medical device lot #: 1172260. Medical device expiration date: unknown. Device manufacture date: 2011-07-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 10ml ll has been found missing label information before use. The following has been provided by the initial reporter: it was reported syringes were received without expiration. Per customer email: facility has been having multiple instances of not having an expiration date on their flush syringes. This is the third batch they have received without expiration. The lot #¿s involved include: ref# (B)(4), lot# 3003283, ref# (B)(4), lot# 1172260.